Manufacturer narrative:
Investigation summary a complaint lot history check was performed on lot # 2012565 for needle clog. This is the 1st related complaint for needle clog on lot # 2012565. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported by the consumer that 7 bd nano pro¿ 4mm pen needle clogged/failed during the flow check. The following information was provided by the initial reporter: consumer reported finding pen needles that clogged/ failed during the flow check lot # 2012565 catalog# 320550.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that 7 bd nano pro¿ 4mm pen needle clogged/failed during the flow check. The following information was provided by the initial reporter: consumer reported finding pen needles that clogged/ failed during the flow check lot # 2012565, catalog# 320550.